Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-05902/05904).

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports patient allegations of pain, dislocation, lack of mobility and elevated metal ion levels. Subsequently, the patient was revised on (B)(6) 2012. The modular head and taper adapter were removed and replaced. Additionally, the patient alleges infection following the revision procedure. Patient¿s legal counsel reports the infection was treated with antibiotics. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.